Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the hand control did not work and the device was powerbroken (runs in the load position). It was further observed that the flexcircuit was corroded and stuck in the housing, and was cracked and broken when removed from the housing. It was determined that the flex circuit caused the hand control not to work. It was determined that the issues with the flex circuit were due to normal wear over time. The cause of the powerbroken was due to failure to follow the directions for use and running the device in the safe or load position, which is user error. The reported condition was confirmed. The assignable root causes were determined to be due to normal use and servicing over time (hand control did not work) and user error ( powerbroken). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during a cranial surgical procedure, it was observed that the attachment device would not spin and the motor device did not work when used together. There was a fifteen minute delay to the surgical procedure. Identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.